Manufacturer narrative:
The investigation has completed since the initial medwatch was filed. The root cause of the dissection in the aorta was unable to be determined as the device, data, and imaging from the case was not returned despite all due diligence in retrieval attempts. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical facility did not return the product for analysis. The product was not used according to IFU recommendations of advancing to the left ventricle along a guidewire. As the IFU states: "advance the catheter through the hemostatic valve into the femoral artery (see figure 5.18) and along the placement guidewire and across the aortic valve using a fixed-wire technique. Follow the catheter under fluoroscopy as it is advanced across the aortic valve, positioning the inlet area of the catheter 3.5 cm below the aortic valve annulus and in the middle of the ventricular chamber, free from the mitral valve chordae. Be careful not to coil the guidewire in the left ventricle." The investigation is on-going at this time. Whether a wireless insertion of the impella could have caused or contributed to the aortic dissection is not yet known at this time. A final medwatch will be filed at the investigation conclusion.

Event description:
A patient was scheduled for a high risk coronary angioplasty with the hemodynamic support of an impella 2.5 pump. The physician decided to insert the pump wirelessly despite recommendations not to do so. There was difficulty advancing the pump by the patient's previous intrahepatic portosystemic shunt (tips), though with effort the pump was advanced through the aorta. The physician was unable to cross the valve and place the impella within the left ventricle. The team removed the pump at this time and performed an aortogram and found there to be a infrarenal dissection in the aorta. The dissection closed itself without any intervention. The patient remained stable despite the dissection. The cause of the dissection is unknown. The patient was discharged home in stable condition.